Event description:
Hill-rom received a report from a hill-rom tech, a note was found on the bed stating the bed is moving by itself (self-run). The bed was located at the account. There was no pt/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).

Manufacturer narrative:
The hill-rom tech found the pendant under the head of the bed causing the bed to move. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2014. It is unk if the facility performed any other preventative maintenance on this bed. The tech removed the pendant from under the head of the bed to resolve the issue. Based on this info, no further action is required.